Event description:
Device does not stay secure to the syringe; or fluid would not pass. Multiple devices: lot # 14819579 (1 device). Lot # 14840353 (2 devices). Lot # 14859143 (5 devices). Lot # 14839953 (2 devices). Lot # 14789286 (5 devices). Lot # 14878155 (1 device).